Manufacturer narrative:
The service engineer (se) replaced the breath delivery power distribution and controller printed circuit assembly and the ventilator was returned to use. Product analysis: a breath delivery (bd) power distribution printed circuit assembly (pca) and a bd power controller pca were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis; no errors were found in the diagnostic logs and functionality testing was performed. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on start up, the 980 ventilator shut down. The ventilator was not in use on a patient at the time of the reported event.